Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that fixture mount hex fractured within the implant at tooth location #6 at the time of placement. Used a trephine to remove the implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, minor markings likely due from the removal process. The alleged fractured mount hex was not identified within the implant. The mount was not returned for evaluation. No apparent malfunction was identified with the implant. Implant matched prints where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number: 1245920. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1245920 for similar events and 1 other relevant complaint(s) was identified. Per the applicable IFU, implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement / excessive torque. Therefore, based on the available information, device malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.